Event description:
It was reported that the label came off of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside the specification range during the occlusion test due to a faulty force sensor. The insulin pump passed the basic occlusion, displacement, prime and excessive no delivery alarm tests. The insulin pump was received with a missing end cap sticker.